Event description:
It was reported that the customer was in a car accident and hospitalized, due to a hypoglycemic coma. The customer broke her back in five places as a result of the accident. The reported blood glucose reading was 100 mg/dl at the time of the report. Troubleshooting was performed. The displacement and self tests passed. The customer's doctor stated that an issue with the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.